Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported the I-stat celite act cartridge yielded 158 seconds. The I-stat act c results caused delay in the removal of a sheath, exact time frame is not known. The customer stated it was delayed to the next day, they felt the sheath could have been pulled the night before.